Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. It was also reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately to button presses. There was no evidence of contamination found under all key contacts. The pump cover was found to be cracked between the corner of the lens and the case seal. A leak was found during testing due to the cracked pump case. The pump¿s cover was removed; moisture and moisture corrosion was found inside all pump: on display, on transceiver board, on display board, near keypad connector. The complaint of a keypad button response issue was not duplicated during investigation.